Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that, following an intraocular lens (iol) implant procedure, the patient experienced glistening and visual problems two years after the surgery. Additional information has been requested. There are two medical device reports associated with this patient. This file is for right eye (od).

Event description:
Additional information received stating that patient complains about quality of vision and everything was foggy. The idea of removing the lenses was not being considered due to the risk involved.

Manufacturer narrative:
Additional information was provided in b.5., d.10., e.1., h.3., h.6. And h.11. The product was not returned. Photo evaluation provided, three images were provided and reviewed associated with a report of visual problems associated with glistenings. The first two images show possible areas of diffuse refractile bodies where it is difficult to determine the location or more information based on the appearance. The third image appears to demonstrate a more characteristic appearance of discreet refractile bodies within the bulk of the intraocular lens (iol) which could be consistent with microvacuoles associated with glistenings. Ocular factors outside of glistenings can be an additional consideration for possible association with decreases in vision. Product history records were reviewed, and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint of visual issues. The lens remains implanted. Photos were provided which showed possible areas of diffuse refractile bodies where it was difficult to determine the location or more information based on the appearance. One image appeared to demonstrate a more characteristic appearance of discreet refractile bodies within the bulk of the iol, which could be consistent with microvacuoles associated with glistenings. Ocular factors outside of glistenings can be an additional consideration for possible association with decreases in vision. Information was provided that there are no plans to explant the lens at this time. The file will be reopened if new information becomes available. The manufacturer internal reference number is: (B)(4).